Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels; values were unknown. Reportedly, the low bg was caused by inaccurate basal rate settings. The customer consulted with healthcare provider and adjusted basal settings. Reportedly, bg remained consistent after the settings adjustment.